Manufacturer narrative:
A getinge fse evaluated the iabp and found the cable display to video receiver board to be defective, to fix the issue, the fse replaced the cable and performed all functional and safety test. The unit passed all tests performed and was returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check , the cs300 intra-aortic balloon pump (iabp) units display is flickering. There was no patient involvement.